Manufacturer narrative:
Other, other text: a device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Tamper seals were all intact. No disposable and high pressure alarm messages were found in the pump's event history logs after starting. Visual, inspection of the pump, ran pump with returned program, performed nda. Testing: fm-dp-2000-85-07, passed. Performed battery loss alarm test: pump ran 2min 32.00sec, pump alarmed 2min 28.35sec, stop watch #6722 test: passed. The reported issue could not be duplicated; however, the downstream occlusion sensor was replaced as preventative measure.

Event description:
Information was received indicating that this smiths medical cadd legacy 1 pump exhibited "no disposable" pump won't run alarm. No patient injury reported.